Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal power distributor (upd) and the system power manager system power manager (spm) to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The upd was analyzed and found upon visual inspection, no issues were found that would be related to the reported failure. The universal power distributor (upd) was installed and tested onto a golden printed circuit assembly (pca) system where the component functioned as expected. The system started up without any error, with good image. The audio is loud and clear. Emergency power off (epo) functionality test, passed. All the gantry motors were moved the full range of motion, test deploy for draping function without any issue. Voltage and current monitoring are within range. The system ran 20x power cycles with this board, al passed. The upd remained on the test system for hours in normal operation with no issue. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The spm was analyzed and found in system logs, 252 errors was found indicating the fault that happened in the field. Visual inspection, no issues were found that are related to the report issue. The system power manager (spm) was installed onto the golden system where the component functioned as expected. The golden system was set to run 10 power cycles and sit idle for one hour. Once testing was completed, the system error logs was inspected, but no error could be identified. Performed battery discharge from patient side cart (psc) 1:30m value is 38.777v, current: -10.895a and soc 67%. After 1hrs recharge the battery is 43.683v current 0.809 and soc is 99%. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure and prior to ports placement, the customer experienced recurring error 252 at startup. The site attempted a power cycle, but the patient side cart (psc) became stuck in a power-on loop, with the power button changing from orange to blue and the led at the fiber connection on the vision side cart (vsc) turning red and blue. The customer elected to abort the procedure. There was no patient involvement.